Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, periodontal disease, inflammation. After healing of the implant the drug side effects (bisphosphonates) became clinically visible. Asymptomatic bone necrosis with bisphosphonate therapy.